Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (resets) was confirmed. Upon investigation the monitor was resetting. The resets were caused by contamination on the pca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting.